Event description:
A surgeon reported epithelial ingrowth, associated with decrease in vision, for one right eye two yrs after a flap lift and lasik enhancement procedure. Therapeutic flap lift and debridement of epithelial cells was performed to resolve the concern. Surgeon stated that the excimer treatment has not been associated with the epithelial ingrowth. Fibrosis of flap and stromal bed was noted peripherally in a small area, on post operative slit lamp exam, twelve days after flap lift and debridement procedure.

Manufacturer narrative:
A review of the technical service on-site visits showed no abnormalities that could have contributed to this event. A root cause, for the reported issue, could not be determined. (B)(4).